Event description:
Boston scientific received information that when the patient came into the clinic for a wound check oversensing of the atrial signal on the right ventricular (rv) channel was seen even when they increased the ventricular blank after atrial pace. Boston scientific technical services (ts) was consulted and suggested an x-ray. An x-ray was performed where it was noted the lead had dislodged. Subsequently a revision procedure was performed where the lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.